Manufacturer narrative:
Sections with additional information as of 27-feb-2026: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and test strips were returned for evaluation. Defect found on returned strips: e-0 with blood. Reported defect not reproduced on returned meter. Root cause: rc-061: storage outside specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Son is calling on behalf of the customer. The customer called concerned with test results from back-to-back tests of 151 and 250 mg/dl. The customer stated his expected blood glucose test result ranges are 90 mg/dl fasting am 150 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 251 mg/dl and 186 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/21/2027 and per the customer the open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 157 mg/dl, date: (B)(6) 2025, time: 3:44pm, fasting pm. Result 2: 151 mg/dl, date: (B)(6) 2025 time: 10:49am, fasting am. Result 3: 250 mg/dl date: (B)(6) 2025 time: 10:47am, fasting am. Result 4: 146 mg/dl, date: (B)(6) 2025 time: 12:38pm, fasting pm. Result 5: 139 mg/dl, date: (B)(6) 2025 time: 10:23am, fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer